Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, upon extraction, the physician noted an insulation anomaly. The lead was explanted and replaced successfully. No patient symptoms were reported.